Event description:
Customer reported they received a positive cyclesure biological indicator (bi) result 24 hours post-incubation and the load was recalled except for a laparoscopic chole set and batteries. The physician was notified of the event. The previous and subsequent bis passed.